Manufacturer narrative:
Additional information, device evaluation the pipeline flex device was returned to the manufacturer within a microcatheter. For further examination, the pipeline system was pushed out of the microcatheter and the pipeline braid deployed. The deployed pipeline braid was observed to be fully open with damage (fraying) on one end. Based on the analysis findings and event details, the report of pipeline flex failure to open completely could not be confirmed as the returned device was observed to be fully open. The cause of the reported clinical experience could not be conclusively determined. It is possible that the damaged braid, braid sizing, and the patient¿s anatomy may have contributed to the reported issues. Per pipeline flex embolization device instructions for use (IFU): the user should "select an appropriately sized ped such that its fully expanded diameter is equivalent to that of the largest target vessel diameter. An incorrectly sized ped may result in inadequate device placement, incomplete opening, or distal migration. Begin to deliver the device using a combination of unsheathing the pipeline flex embolization device and pushing delivery wire simultaneously. After the distal end of the pipeline flex embolization device has successfully expanded, deploy the remainder of pipeline flex embolization device by pushing the delivery wire and/or unsheathing the pipeline flex embolization device. Resheathing and/or manipulation of the micro catheter, by locking down the delivery wire and moving both as a system, may facilitate expansion of the pipeline flex embolization device. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ all products are 100% inspected for damage and irregularities during manufacturing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The reported pipeline flex device has been received. Product analysis is underway. A supplemental report will be submitted when product analysis and investigation is completed. Linked MDR's 2029214-2017-01073

Event description:
Medtronic received information that a pipeline flex device did not completely open during delivery. This patient was receiving treatment for an 18mm internal carotid artery (ica) aneurysm located at the cavernous segment. Vessel tortuosity was described as slightly sever with medium size diameter. During the flow diversion treatment, the physician placed the microcatheter distal to the aneurysm. The pipeline flex was directed via the microcatheter with the ptfe sleeve released into the patient's mca. When the deploying the pipeline, it did not open completely. The pipeline remained in a trumpet shape. The physician resheathed this pipeline and pushed and pulled the system repeatedly, but the pipeline failed to open completely. This pipeline flex device and the microcatheter were removed from the patient and new devices were used for the treatment. No injury reported.